Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range ra pace impedance measurements greater than 3,000 ohms and various types of oversensed noise consistent with potential lead fracture and electromagnetic interference (emi). In addition, there also appeared to be some respiratory rate trend (rrt) signal oversensing on the ra channel. This crt-d and right ventricular (rv) defibrillation lead exhibited myopotential noise with oversensing, as well. Technical services (ts) suggested troubleshooting options such as adjusting sensitivity or programming to vvi, as well as considering defibrillation threshold (dft) testing. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) had been programmed to vvi prior to the field representative's device check. When testing the right atrial (ra) lead, it was also noted that there was no capture at maximum outputs. Ra pacing inhibition was also observed due to the previously reported noise with oversensing, however the patient still had an underlying atrial rhythm. The physician plans to surgically abandon and replace the ra lead while keeping the same crt-d implanted. This crt-d system remains in service at this time. No adverse patient effects were reported.